Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to 336 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the initial inspection of the device found the exposed portion of the soft cannula to be torn. Inspection of the fluid path found that the cannula was measured out of specifications and fluid could not exit the entire fluid oath as intended. The exact timing and cause of this damage could not be determined. No other damages or deficiencies were observed during the investigation.